Event description:
The customer sent a electrosurgical generator to olympus for preventative maintenance. There was no reported allegation against the device from the customer. During the testing and inspection of the returned device e433 internal hardware error message was observed and was caused by a faulty printed circuit board. There was no patient involvement. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for preventative maintenance. In addition to the findings reported, there were scratches and damage on the top cover and front panel of the housing and minor scratches on the liquid crystal display (lcd screen). The software also required updating. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to accurately indicate the report source as a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty printed circuit board could not be determined. The error message e433 occurs when the effective value of the output signal falls below the specified limit, which normally indicates a low-impedance diode chain. Additional investigation of generator boards with error e433 found a destroyed transformer (tr1) to be the cause. Enhancements were made to the boards in devices manufactured during july 2020. The subject device of this report was manufactured prior to those enhancements (reference h4). Olympus will continue to monitor field performance for this device.